Manufacturer narrative:
(B)(4).

Event description:
It was reported that the health care provider (hcp) was going to do a refill and found a volume discrepancy. The actual residual volume (arv) was 39 ml and the expected residual volume (erv) was 4 ml. The pump logs were reviewed and it was noted that there were updates on (B)(6) 2013. The logs did not indicate any motor stalls or other pump issues. The caller was unsure if a programming error was the cause of the discrepancy or if there was an actual problem with the pump or catheter. The pump system was being used to deliver morphine. It was later reported that the patient¿s last refill was on (B)(6) 2013, and there were reportedly no volume discrepancies at that time. On (B)(6) 2013, the pump was programmed at 4.1 mg/day. On (B)(6) 2013, the pump was increased to approximately 5 mg/day. On (B)(6) 2013, the pump was increased to approximately 6 mg/day. It was noted that the patient did not have any withdrawal symptoms. On (B)(6) 2013, the patient's pump had 39 ml of drug in it. It was then reported that the patient would turn the pump in the pocket, thus it was questioned if there could be something wrong with the catheter. Troubleshooting options were discussed. Additional information received reported a possible catheter issue and the patient was not yet receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the hcp was unable to aspirate drug from the catheter access port (cap) during a dye study procedure. The hcp ordered a catheter revision and programmed the pump to minimum rate mode. No roller study was performed and the reporter stated ¿we can assume that this pump is working¿; therefore, the pump was to remain implanted and not revised. The catheter revision was to take place ¿probably within the next week or two¿. The patient had reported that the pump had ¿never really worked¿ and she had been between a couple different pain management doctors. It was later reported that the entire catheter was replaced on (B)(6) 2013 due to a kink at the proximal segment and pump connector. A volume discrepancy of 20ml occurred during an attempted refill. The erv was 20ml and the arv was 40ml. The cause of the volume discrepancy was due to the catheter twisted multiple times from the pump flipping. During the revision the pump was placed in a mesh pouch before suturing into the pump pocket. The patient had stated that the pump was not helping. Patient status at the time of the report was no injury and no adverse event.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), explanted: (B)(6) 2013, product type catheter. (B)(4).